Event description:
It was reported that a small volume intermate had particulate matter inside the device's ¿balloon.¿ the device contained tobramycin, aztreonam and ceftazidime. The particulate matter was identified prior to the use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14k024 was manufactured on october 09, 2014 to october 14, 2014. The device was received for evaluation. A visual inspection on the device (via the naked eye) noted a solid white particle approximately ranging between 1.19 to 1.52 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The reported condition was not confirmed, though no cause could not be determine with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The visual inspection on the device (via the naked eye) noted a solid white particle floating in the fluid pathway. The reported condition was verified, though a cause was unable to be determined.